Event description:
It was initially reported that the zimmer air dermatome ii handpiece had some impacts on the surface of the device. Add'l clinical info determined that bubbling of the surface coat could be seen on the surface of the device and was discovered by the sterilization technician prior to sterilization and use during surgery. There was no surgical delay or any pt related issue as the device was not used for the surgery. An alternate device was used to complete the surgery.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.